Event description:
The user reported that the switch began smoking. Our investigation found a cut in the cord near the switch that was the source of the smoke.

Manufacturer narrative:
The user reported that the switch began smoking. Our investigation found a cut in the cord near the switch that was the source of the smoke. The failure is consistent with excessively bending the cord. We have initiated a CAPA project ((B)(4)) to reduce the likelihood of the issue recurring.